Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump fill estimate gauge was inaccurate and a minimum fill estimate reading occurred after filling the cartridge with 300 units. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.